Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient reported that the processor was difficult to attach and remove, resulting in loss of fixture. There were no reports of infection or trauma. Reimplantation is planned, but had not taken place at the time of this report, (B)(6), 2010.